Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: opening. Leak test was performed and found opening on anterior side. A microscopic analysis was performed which identify a striated edge broken on anterior. Based on the device analysis the final assessment is: - a striated edge opening on anterior side assessed as surgical damage.

Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported left side "particles in valve". Device has been explanted and replaced.